Event description:
Paxlovid dosing errors affected system hospitals. Current build in epic allowed for the ordering provider to change the dose from 3 tablets to 2 tablets if the egfr was 60. However, this was not changing the dispensed product which still read paxlovid 300 mg/ 100 mg and prompted the nurse to pull that dose pack from the omnicell machine. It was unlikely that only 2 out of the 3 tablets we e administered. This was occurring at other sites as well. Epic has fixed the issue by locking the order and not allowing the provider to change the dose except through the order set pathway, which ensures the dispense product is changed. Ismp, (B)(6). Submission ID: (B)(4).